Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #6625-lp; brand name: carpentier-edwards duraflex low pressure mitral bioprosthesis; PMA #p870077. Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was reported that the leaflets appeared thickened and immobile on echo. The reported event could not be confirmed since the device has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The patient is noted to have a history significant for rheumatic heart disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Please reference MFR report #2015691-2018-01742 for the report submitted on the patient's aortic valve.

Event description:
Edwards received notification that a bioprosthetic aortic valve and mitral valve (subject device) were explanted after an implant duration of four (4) years and seven (7) months due to moderate regurgitation and high gradient of the aortic valve and severe regurgitation and high gradient of the mitral valve. Echo revealed immobile and thickened leaflets of both valves, mitral gradient 10.6mmhg, aortic gradient 71 mmhg. The indication for initial replacement was for rheumatic valve disease. The patient was stable and recovering.

Manufacturer narrative:
A photographic evaluation of the device was performed. The report of severe regurgitation and high gradient of the mitral valve could not be confirmed through image evaluation. Evaluation was performed through one color image of the valve at the outflow aspect. Minimal host tissue was observed on the stent circumference at the outflow aspect. Aortic wall separation was observed at two of the attachment sites. Aortic wall separation likely contributed to the report of regurgitation; however, it could not be confirmed through the image evaluation. The sewing ring was observed to be cut around the valve circumference.